Event description:
Nasal sprayer actuators provided to (B)(4) compounding pharmacy by (B)(4) wholesaler are faulty and have been faulty for several years since 2021. The actuator/sprayers fail to deliver the full dose of medication because air bubbles form in the liquid medication delivery tube and are sprayed into the nose along with the oxytocin medication. Not being able to provide a full dose of medication has been an ongoing problem for my disabled son who has diabetes insidpidus and prader willi syndrome. He does not have endogenous oxytocin. This medication is an exogenous supplement under a physicians (endocrinologist) prescription. The problem is not caused by (B)(4). I have reported the problem to the nasal spray device ((B)(4)) multiple times, but they have not addressed the problem. On my calling the company, they refuse to tell me the name of the device manufacturer. I am a retired pharmacist licensed (B)(6). This is not an off the shelf product. It is compounded on a monthly basis. No tests have been performed, but we know through observing symptoms from diabetes insipidus when the required dosage is not delivered via intranasal route.

Event description:
Additional information received from reporter on 9/30/2025 for report mw5174317. In regard to the subject case number, please note that, rather than sourcing a new sprayer for the compounded medication as I had requested, the dispensing pharmacy (B)(4) decided to stop shipping the medication to the patient. This left us without a source of supply until an alternative supplier was eventually identified. Although it may be their prerogative, I don't think it is right that the pharmacy could just stop supplying the medication. They should have changed to an accurate dosing device. If the claim is not specific to (B)(4) but related to (B)(4) (the sprayer supplier), (B)(4) did respond to my request for a review of their sprayer.